Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was returned for product evaluation. The device was returned with the dilator unmated with the sheath. Visual inspection was performed. The sheath was subjected to several kinks and bends. The sheath had a longitudinal dent starting at 2.4 cm from the hub of the sheath to the tip of the sheath. No damage was noted with the dilator tip. The inner diameter of the sheath tip was measured and was within the manufacturer's specifications. No tears or other anomalies were noted. Based on the returned device, the complaint can be confirmed for the sheath/catheter mechanical damage. Based on the limited information, the exact cause or the forces that led to the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr glidesheath slender was used for the coronary angio w/ intravascular ultrasound, no intervention. Insertion of the sheath went well, along with inserting catheters, and removal of the sheath. However, on removal of the sheath, it appeared that there was an indentation on the sheath that almost looked like a tear, they stated they were fairly certain that it was not torn. They felt it could have been that the angle of the needle puncture was steep and caused torsion and indentation of the sheath. There was no harm caused to the patient and case went fine. The patient condition was good, and the procedure outcome was good.